Manufacturer narrative:
The event was reported via medwatch report #mw5059829. No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, a portion of the vena cava filter system became detached. The distal portion of the introducer sheath with the non deployed filter remained in place. Patient was transferred to another facility for removal of the introducer sheath and filter and placement of another vena cava filter. Patient was hospitalized overnight for monitoring. There was no reported impact or consequence to the patient.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number. Visual inspection: the delivery system was attached to the introducer sheath. The distal portion of the sheath was missing. The point of detachment was uneven and signs of stretching were present. The touhy-borst adapter was tight. The pusher pad extends approximately 1.2cm past the introducer sheath segment. The touhy-borst adapter was loosened and the delivery catheter was retracted without issue. The sheath was disconnected from the storage tube and no anomalies were noted. Medical records review: based on a review of the medical records provided: access was gained into the left femoral vein, and a guidewire was advanced without difficulty. The introducer catheter and dilator were advanced together over the guidewire without difficulty. The guidewire and dilator were removed leaving the introducer in place, and an inferior venacavogram was performed revealing the area for filter placement at approximately l2-l3 level. The delivery system was connected without difficulty; however, approximately halfway into placement, the introducer of the system detached completely. The proximal portion of the system was removed, and guided fluoroscopy demonstrated the distal half of the introducer as well as the non deployed filter in the femoral/iliac venous system. The decision was made to stop the procedure, as the system did not appear to be migrating. Image/photo review: as medical images and photos were not provided, a review could not be performed. Labeling review: the current IFU (instructions for use) states: remove the guidewire and dilator, leaving the 7 french introducer catheter with its tip in the distal vena cava or iliac vein. Flush intermittently by hand or attach to the catheter a constant saline drip infusion to maintain introducer catheter patency. Connect a 500m bag of saline to the sideport of the yy-adapter using a standard drip infusion set. If cold saline is being used, it is suggested to refrigerate it for at least one hour between 40°f and 50°f or pack it in ice chips for 30 minutes. Allow the saline infusion to flow around the filter in the storage tube for 5 seconds to soften it for passage through the introducer catheter. Adjust the infusion set to provide a rapid drip rate. Tighten the touhy-borst adapter valve to minimize reflux of saline toward the feeder, but not so tight as to prevent the pusher wire from advancing freely. Attach the free end of the filter storage tube directly to the introducer catheter already in the vein, allowing the saline to infusion to flow into the ivc for a few seconds. The introducer catheter and filter delivery system should be held in a straight line to minimize friction. Advance the filter by moving the nitinol pusher wire forward through the introducer catheter, advancing the filter with each forward motion of the pusher wire. Do not pull back on the pusher wire, only advance forward with filter in place. Conclusion: based on the condition in which the sample was returned, detachment of the distal end of the introducer catheter can be confirmed. As stretching was found at the detachment point it is possible that excessive force contributed to the catheter detachment. However, the definitive root cause could not be determined. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported that during advancement of the vena cava filter, the deployment sheath became detached. The proximal portion of the deployment sheath was removed; guided fluoroscopy demonstrated the filter remained inside the distal portion of the deployment sheath located in the femoral vein. The patient was transferred to another facility for surgical cut down removal of the deployment sheath and filter. A new filter (other manufacturer) was successfully deployed . The patient was hemodynamically stable at the conclusion of the procedure, and discharged home the next day.